Event description:
Patient reported the tube of the infusion set has come out of the cannula connection completely. Patient stated the connection was still secure, but has come out of the clip on its own. Patient reported he had not pulled at it as he was wearing at the time. Patient stated he would have noticed if he had caught it on something. Patient reported this is occurred only once from this batch. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation. On follow up on (B)(6) 2013 the patient reported leakage in the system and noticed it in time.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The responsible quality department has performed an investigation in attempt to identify any malfunctions related to detachment. A visual inspection and a test for flow, leak and static pull were performed on the returned used device. The tubing was detached from the tubing connector. A visual inspection and a test for flow, leak and static pull were performed on the returned used device. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak and static pull. All test results were within specifications. The tubing is inspected against specifications before released for production. The problem mentioned by the customer is related to mishandling of the product by the customer.